Event description:
The customer reported obtaining three (3) erroneously high glucm (modular glucose) patient results from the unicel dxc 800 synchron system. The customer indicated that the samples were repeated on an alternate dxc analyzer, a point-of-care device, and on the original dxc 800 instrument after cleaning was performed, and lower glucose results were obtained. The erroneous results were reported out of the laboratory but the results were amended with the rerun results. The customer confirmed that there was no change or affect to patient treatment in connection with this event. Glucose calibration failed with a span error prior to the event. The customer reran glucose calibration and passed. Level 1 qc (quality control) result was greater than 3 standard deviations high prior to the event but the customer's established qc range was a tighter range than the labelled precision claim. The customer reran both level 1 and 2 qc again prior to running patient samples and obtained results which were close to the mean. The samples were collected in becton dickinson sst gold top tubes and centrifuged at 3000 rpm for 10 minutes at ambient temperature.

Manufacturer narrative:
The customer stated that they were able to resolve the issue by cleaning the glucose cup assembly and recalibrating glucose. The customer indicated that the glucose cup assembly was not due to be cleaned and a review of the customer's maintenance records indicates that maintenances were up to date. The glucose sensor was replaced less than a month ago, the monthly cup maintenance was performed fifteen (15) days prior, and the syringe plungers were replaced thirteen (13) days prior to the event. A beckman coulter fse (field service engineer) was not dispatched as no service is required by the customer. Failure mode for this event is unknown but the customer resolved the issue by cleaning the glucose cup assembly and recalibrating glucose. Issue was resolved by the customer.